Event description:
It was reported that, following a fall directly on the implantable neurostimulator, the pt experienced a shocking or jolting sensation, that was becoming more frequent. The shocking sensation resolved when the stimulation was turned off, but this resulted in a return of the pt's symptoms. The pt, thus, turned the device on. No info was provided related to the pt's outcome. Add'l info was requested but not available as of the date of this report. A f/u report will be filed if add'l info becomes available.

Event description:
Additional information received from the hcp reported that the cause of the event was the patient fall. It was unknown if the event was due to the implantable neurostimulator (ins) or the lead/extension. A CT scan was performed, and the results were normal. It was reported that the patient was okay. The reported location of the shocking sensation was illegible. The patient did not require hospitalization, and the patient outcome was reported as no injury/non-serious injury.

Manufacturer narrative:
(B)(4).